Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject 900mr810 adult breathing circuit reusable heated wall to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the USA reported via a fisher & paykel (f&p) healthcare field representative that a 900mr810 adult breathing circuit reusable heated wall was found to have a hole in it. There was no patient involvement.